Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 83 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.